Event description:
The technician alleged the brake casters were not holding. No patient impact.

Manufacturer narrative:
The technician found the brake set screw is out of adjustment. The technician adjusted the brakes to resolve the issue.